Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports that when flipping an image on a supine ankle, pacs-iw is not burning the correct display presentation on the cd. There was no reported pt injury associated with this event.